Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was implanted and when connecting psa cables, it was noted that no sensing or pacing was functional. Pacing would work when using the rv coil, but no configuration worked true bipolar. Lead was repositioned with no resolution. The lead was then replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.